Manufacturer narrative:
(B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was reported as due to ¿non-adherent to treatment¿. Three days after event onset, the patient was hospitalized for the event. The same day as event onset, the patient began treatment with intraperitoneal (ip) vancomycin (for three days, dose and frequency not reported) and ip ceftazidime (for three days, dose and frequency not reported). Three days after event onset, treatment was changed to intravenous meropenem (dose, frequency and duration not reported). Five days after event onset, pd therapy was discontinued and the pd catheter was removed. It was reported the patient remained in the intensive care unit. Four days after hospitalization, the patient experienced a cardiorespiratory arrest and passed away. The cause of death was reported as due to cardiorespiratory arrest. It was not reported if an autopsy was performed. It was reported the peritonitis was not resolved prior to death. No additional information is available.